Event description:
It was reported that a motor stall occurred on (B)(6) 2012, followed by a recovery; and a second motor stall on (B)(6) 2012 with no recovery noted. It was confirmed that there was no magnetic interference, such as a magnetic resonance imaging (MRI) noted. As of the patients last pump interrogation, it was indicated that the motor was still stalled and it was stated that the 'stopped pump-tube set verbiage' was noted in the pump logs. The patient later experienced baclofen and morphine withdrawal and was admitted to the intensive care unit (ICU) on the morning of the day of report. It was indicated that the patient would have her pump replaced in the next few days. It was later reported that the device was explanted. The outcome of the patient was not provided. The drugs delivered via pump were baclofen and morphine.

Event description:
It was reported the signs and symptoms associated with the event was narcotic withdrawal. The cause of the pump motor stall with no recovery was unknown. The patient recovered without sequelae. The pump was also delivering bupivacaine.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).